Event description:
It was reported the 512s,512b and (2) 1seals were used during a laparoscopic hernia repair. It was reported the outer gasket tore on the 512s and 512b devices. There is also a small plastic part of the upper gasket missing from both devices. It is unknown if the piece is in the pt or not. It was reported the gasket on the 1seals tore also. It is unknown how the case was completed. The hosp is holding the 512s and 512b, the 1seal was not saved.